Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2015) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d3, d4, d6a, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard soft mesh (device #2). An additional supplemental emdr was submitted to represent the bard pre-shaped mesh with keyhole (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) and bard soft mesh on (B)(6) 2022 and/or (B)(6) 2022. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2022 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of the bard pre-shaped mesh with keyhole (device #1). Per operative notes, ¿a bard pre-shaped mesh with keyhole (device #1) was placed and sutured.¿ (B)(6) 2022 - patient was diagnosed with left inguinal hernia thereby underwent open repair with explant of bard pre-shaped mesh with keyhole (device #1) and implant one bard soft mesh (device #2). Per operative notes, ¿the old mesh (device #1) was dissected. The groin was irrigated. A bard soft mesh (device #2) was placed and secure it with suture.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard soft mesh (device #2). An additional emdr was submitted to represent the bard flat mesh (device #1). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) and bard soft mesh on (B)(6) 2022 and/or (B)(6) 2022. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.